Event description:
It was reported a patient developed a sinus infection in conjunction with a life200 device. The nurse practitioner made a home visit and prescribed a course of unspecified antibiotics. After an unspecified amount of time, the infection did not clear up. Another course of antibiotics was added with augmentin. Reportedly, ¿several coursed of antibiotics¿ were required to ¿clear the infection.¿ there was no report of a device malfunction. Patient uses ¿two vents and two compressors.¿ furthermore, the patient was asked if they were able to complete the recommended supply maintenance of nasal interface/combo tubing, and the patient stated that ¿due to trainers¿ distance from them, and the inconsistency of training schedules, they did not replace the device supplies per maintenance¿. Patient stated they were ¿washing the interface¿. The patient decided to return the devices as they decided to discontinue its use. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was returned for evaluation. The device underwent functional testing, including the 500ml testing and the device manifold malfunctioned causing low output. The event history log was reviewed and found multiple instances of low pip alarms. A service history review revealed no indication that the parts replaced during servicing in 07/2024 caused or contributed to the reported event. The reported condition was verified. End of line testing failed due to low volume output at 500ml, resulting in the device not meeting specification. The cause was determined to be a malfunctioning manifold. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.